Event description:
Customer reported the image on the monitor disappeared during one case. Rebooted system to complete case. There was no injury to the pt.

Manufacturer narrative:
Service rep reported replaced power supply to isolate failure issue.